Manufacturer narrative:
On (B)(4) 2015 the medical affairs director made the following comment: an infection has been reported. Infections are a known possible complication of tka, more likely in case of revision and severe revision treatments. No action is envisaged on involved devices. On 05/04/2015 it was confirmed that the implants will not be available for analysis. On 05/04/2015 it was also communicated that: the pt suffered an ongoing infection. Source of infection is unk. In spite of perfect alignment the hinge prosthesis had to be explanted due to acute infection. Further surgery will be required after successful treatment of the infection. A temporary spacer has been implanted. This spacer will stay in place until the infection will be settled down. Further treatment and implant options will be considered afterwards.

Manufacturer narrative:
On 25 june 2015, it was noticed that the attachment 1 to this case was wrongly sent as the attachment 1 to the MDR 2015-00108. On 26 june 2015, it was prepared a final report with the information collected during the investigation, already reported in the initial report and in the attachment. On 09 july 2015, the report was sent to the initial reporter and the case was closed.

Event description:
(B)(4).